Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pump was also reported to have a missing hand grip and a crack in the battery housing.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a missing hand grip and a crack in the battery housing consistent with the pt's report, but demonstrated that the pump was operating within required specifications and delivery accuracy.